Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was heavily calcified, mildly tortuous and 90% stenosed. The lesion was not pre-dilated. A guide wire was placed. Then, the 2.25 x 38 xience sierra stent delivery system (sds) was advanced but failed to cross into the lesion, and the stent edge flared. Resistance was met during removal. A small balloon dilatation catheter (bdc) was advanced for pre-dilatation; however, the bdc failed to cross also. The procedure was abandoned. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.